Event description:
Pt status post dorsal wrist fusion on an unk date returned to another surgeon. It was discovered the 3.5 mm lc-dcp plate was broken. Surgeon removed the broken plate and seven intact screws which were not broken. Pt was revised to another plate and screws.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Review of the device history record showed that there were no issues during the mfg of these parts that would contribute to this complaint. The investigation could not be completed, no conclusion could be drawn as no product was returned.